Event description:
It was reported to boston scientific corporation in 2007, that a cre balloon was used on a male during an esophageal dilation procedure performed in 2007. The stricture appeared in the anastomosis area after esophageal surgery of a malignant tumor (patient weight unknown). According to the complainant, the balloon ruptured during inflation without any consequence to the patient. The device was disposed and the procedure was successfully completed with another cre balloon. One week later the patient was treated again with the same indication. After repeating the procedure identically, the complainant realized the balloon burst after inflation. The treatment was completed successfully with another balloon of the same kind. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be without pathological findings.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.